Event description:
Pt had a permanent pacemaker placed in 1994, at a different facility. Recently a repeat pacemaker check was perforation and demonstrated an acute rise in lead impedence from the usual 500 to 1906 ohms. Pt admitted for lead replacement. A magnet check revealed that the pacemaker was not pacing. During the procedure a new ventricular lead was connected to the old pulse generator. However, when thresholds were rechecked, the lead impedence was again found to be 1900. Therefore, the old pulse generator was replaced by a new pacesetter #2000l. The impendence at that time was 500 ohms.